Event description:
It was reported that a micro-volume with luer lock end syringe inlet had particulate matter in the inlet. This was observed when the customer was reviewing their products. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured in april 2024. H11: the actual sample was received for evaluation. Visual inspection identified dark particulates on the tubing of the inlet. The reported condition was verified. The reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050. The investigation has been performed and identified the causes of the reported particulate matter within the inlet primary packaging inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.